Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: how was the bleeding controlled? The large clip applier was replaced by the medium one. Did the patient require any blood products? No. Were the clips formed properly? No, the clips were formed properly only when the device was fired extremely slowly. Which firing of the device did this event occur on? Intermittently. What vessel or structure was the device fired on at the time of the event? All vessels and lymph nodes. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? It was first fired out then in to try it but failed again.

Event description:
It was reported that during a partial nephrectomy procedure, the clips are not holding on the vessels which is causing intensive bleeding. It is unknown how the procedure was completed. Intensive bleeding to patient.